Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of needle retraction issues was confirmed, and the cause appeared to be manufacturing related. Bd received 18g insyte autoguard bc devices from lot #4310986 were provided for investigation. A functional was completed to test needle retraction. Each safety mechanism was activated, which allowed each needle to retract; however, for some needles, the flash notch became caught on the blood control valve. After manipulating the IV catheter, the needle ended up fully retracting within the safety shield. A separate test of the IV catheter after it was removed from the needle showed that the blood control valve was within specification for leaks; however, fluid would likely leak through the septum if the needle was stuck in the valve. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
One of the pre-op nurses brought this to my attention yesterday that the needle is not easily retracting from this lot of 18ga IV catheters. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2026 what was the impact to the patient? No patient harm when you pressed the button, did the needle fully retract? No, the nurse explained is as the needle getting ¿stuck¿ and then it was blocking the blood backflow valve so it made a mess with the blood. Did the needle retract slower than normal? It did not fully retract; nurse had to wiggle it extra while holding the catheter in place to get the needle to fully retract from the catheter. Did the needle start retracting and then stop, leaving the needle exposed? Needle started retracting then seemed to get stuck. The needle was not exposed just remained in the plastic catheter. She tested it on other catheters with the same lot number and had the same issue during both patient IV placement and testing a catheter without IV insertion. Did the needle not move at all after pressing the button? She described it as moving partially up the catheter. Did the button depress? Yes.